Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination found that the stent had detached from the device and was not returned. A visual and tactile examination found the tip was slightly flared. The balloon cone profiles and balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon was functionally tested by inflating the device to 18atm and there were no leaks identified. The device was then deflated within 10 sec, which is within the specification. The device was inflated and deflated with no issue. A visual and tactile examination found no issues with the profile. A visual and tactile examination no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03154, 2134265-2016-03156, 2134265-2016-03163. It was reported that balloon withdrawal difficulty and dissection occurred. The target lesion was located in the mid left anterior descending (lad) artery. The lesion was noted to be generally long with some tortuosity. A mach1 guide catheter was placed. Pre-dilation was performed with multiple inflations as the physician noted that the lesion was more calcified than originally perceived during the initial fluoroscopy. A 2.50 x 16 synergy stent was advanced and deployed at 16atms. A 3.00 x 24 synergy stent was then deployed proximal to the first stent. The second stent had some difficulty tracking to the desired position, so it was deployed proximally with the intention of delivering a third stent to cover the lesion by overlapping with the distal and the proximal stent. The physician then delivered and deployed a 2.50 x 12 synergy stent. He noted that the stent balloons would not back-track after deflation and attempted withdrawal in all cases. The last attempted withdrawal caused the mach1 guide catheter to deeply engage the proximal lad and potentially cause a small dissection of the lad. He decided to implant a fourth stent back to the ostium of the lad, in case there was a dissection flap. There was no issue with inflating or deflating the balloons and the stents appeared fully apposed prior to withdrawal. On review, the physician acknowledged there may have been a "spicule" of calcium in the lesion that may have proved resistant to initial balloon modification attempts. The patient remained well throughout. There were no additional patient complications reported and he was discharged the next day in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03154, 2134265-2016-03156, 2134265-2016-03163. It was reported that balloon withdrawal difficulty and dissection occurred. The target lesion was located in the mid left anterior descending (lad) artery. The lesion was noted to be generally long with some tortuosity. A mach1 guide catheter was placed. Pre-dilation was performed with multiple inflations as the physician noted that the lesion was more calcified than originally perceived during the initial fluoroscopy. A 2.50 x 16 synergy¿ stent was advanced and deployed at 16atms. A 3.00 x 24 synergy¿ stent was then deployed proximal to the first stent. The second stent had some difficulty tracking to the desired position, so it was deployed proximally with the intention of delivering a third stent to cover the lesion by overlapping with the distal and the proximal stent. The physician then delivered and deployed a 2.50 x 12 synergy¿ stent. He noted that the stent balloons would not back-track after deflation and attempted withdrawal in all cases. The last attempted withdrawal caused the mach1 guide catheter to deeply engage the proximal lad and potentially cause a small dissection of the lad. He decided to implant a fourth stent back to the ostium of the lad, in case there was a dissection flap. There was no issue with inflating or deflating the balloons and the stents appeared fully apposed prior to withdrawal. On review, the physician acknowledged there may have been a ¿¿spicule¿¿ of calcium in the lesion that may have proved resistant to initial balloon modification attempts. The patient remained well throughout. There were no additional patient complications reported and he was discharged the next day in stable condition.